Event description:
Customer reported the vaporizer had no output. There was no reported pt involvement. Investigation/conclusion: the unit was returned to the mfg site for investigation. The unit was tested, and the output was found to be low to MFR's spec. Visual inspection of the unit revealed that the top plate was broken, resulting in a broken disk drive. Once these parts were replaced, the unit functioned according to MFR's specs. It appears the damage was due to dropping or mishandling the vaporizer in a rough manner. The shipping container has been tested to withstand dropping. It was most likely that the unit was not in the protective packaging when the damage occurred.